Event description:
It was reported that the right ventricular lead exhibited increased capture threshold and the right atrial lead showed failure to capture. The leads were explanted and successfully replaced. There were no patient consequences.